Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin.net with the implantable cardioverter defibrillator device in backup vvi operation. The patient was brought in to the clinic for further evaluation. Normal device function was successfully restored. The patient was not adversely affected.